Event description:
A patient specific implant was removed due to patient infection. Patient has a pre-existing infection. Date of removal is unknown.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.